Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent an endovascular procedure to treat a thoracoabdominal aneurysm with evar extension utilizing a gore® excluder® thoracoabdominal branch endoprosthesis (tambe). Reportedly, wires and sheath were placed then the tambe device loaded onto the jagwire. Deployment went well with the steps followed properly to 100% deployment. Tried to advance a 7fr aptus sheath into the right renal artery through a 12fr gore sheath, couldn¿t so changed to a 6fr aptus sheath. Advanced vbx stent rows above the proximal branch marker ring and deployed then did same in the left renal artery. Tried to also advance the 7fr sheath into the superior mesenteric artery (sma) but the sheath wouldn¿t advance and the rosen pulled out. Tried to advance the sheath over the thru wire but it would not advance through the sheath then tried the coeliac rosen, this pulled out the rosen and the sheath would not advance on the thru wire and was getting jammed in the sheath. Removed the sma thruwire then advanced the sheath again and recannulated the coeliac. Could not track anything into the coeliac so decided to recannulate the sma via a 75cm 8.5fr sheath over the coeliac thruwire. Cannulated the branch, advanced the sheath, bare-backed the vbx into the sma, and deployed the vbx. Both sizes of aptus sheaths were used because the vbx in the renal arteries and the sma required different sheath sizes. Due to high radiation the decision was made to deploy the trunk ipsilateral conformable stent so the grey deployment knob was deployed and the stent advanced and deployed after which a ctag was deployed with final run completed and procedure closed. It was noted that the tambe stent was facing 180-degrees the wrong way as at time of deployment physician thought it was in the correct position for deployment but in the final image run it appears that the long left marker is on the wrong side as it is positioned to the left hand side. After further review of the images, physician now believes the tambe graft to be 90-degrees out of position. Physician does not know what caused this positioning as deployment seemed to have went fine but could possibly be due to tortuosity. There were no patient adverse events or injury but it made cannulation of the vessels, particularly the sma and celiac artery (ca) difficult. The patient tolerated the procedure, however, they require reintervention to stent the ca as it remains unstented and physician plans to bring patient back on (B)(6) 2026. Additional information on the positioning error with the tambe graft: it appears that the device was rotated 90-degrees toward the right renal, not 180, and that while they cannulated the mandrels and labelled them in accordance with the correct vessels, it appears that the sma is stented out of the right renal branch, the right renal is stented out of the sma branch, and the left renal is stented out of the left branch.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Imaging evaluation summary: two timepoints available for evaluation: intra-operative angiogram clips and screen captures. Dated (B)(6) 2026 and post-implantation cta dated (B)(6) 2026. Intra-operative angiogram clips and screen captures show: 11:00:39 - there appears to be a gap between a ctag device proximal and non-gore device distally. 11:26:43 - non-deployed device almost to the level of the distal ctag device. 11:55:59 - non-deployed device appears to be advanced from the proximal non-gore device into the distal portion of the ctag device. 12:05:58 - a lead olive on a delivery catheter is visualized within the distal implanted ctag device. 12:12:43 - image shows a partially deployed tambe device in the distal end of the distal ctag device. 12:15:43 - image shows there is no device overlap of fully deployed devices. The tambe device and a non-gore device distal to it. 12:16:55 - contrast is in the aneurysm sac due to lack of device overlap. 12:19:47 - images show a catheter in the right renal artery (rra). The rra and vessels in the right kidney are patent. 12:26:04 - the left renal artery (lra) appears to be patent. 12:30:06 - the lra and vessels in the left kidney are patent. 12:41:04 - the lra is cannulated. 12:44:31 - cannulation and flow in sma. 12:52:17 - the celiac artery appears to be patent. 13:09:38 - all visceral vessels appear to be cannulated. 13:42:24 - non-deployed stent in rra. 13:44:13 - the stent in the rra appears to have migrated toward the aorta in the comparison images. 13:46:23 - expanding and ballooning the stent in the rra. 13:50:52 - deployed/expanded stent in rra. 13:51:38 - ballooning near the portals. 13:55:48 - possible lack of tambe/ctag device overlap. There is still not device overlap with apposition at the tambe and non-gore device. 13:58:27 - there appears to be a stent in the lra. 14:02:11 - the stent in the lra appears to be patent and vessel distally in the lra/left kidney. 14:09:54 - expanded stent is visualized in the lra. 14:12:04 ¿ image shows portions of the devices in the descending thoracic aorta (dta). Cannot confirm amount of overlap with angiogram imaging. 14:18:12 - the proximal end of the tambe device appears to land in the distal portion of an aortic curve. Due to the location of the distal ctag just proximal to the tambe device being at the inflexion point of the curve, there appears to be inadequate device overlap at this location. 14:21:44 - insufficient device overlap of the proximal tambe device and the ctag just proximal to it. A deployment catheter with a leading olive tip is visualized on this image. 14:28:05 ¿ attempts to cannulate the sma. 14:43:48 - the gap between the distal end of the distal ctag and the proximal tambe device appears to have increased. 14:46:21 - two gaps in device overlap are visualized. Contrast is visualized outside the implanted devices. 14:52:13 ¿ contrast in the aneurysm sac. There appears to be a gap between the distal end of the distal ctag and the proximal tambe device. There also appears to be a gap between the tambe device and the non-gore device that is distal to it. 15:04:19 ¿ cannulation of the sma. The sma is patent. 15:07:01 ¿ attempting to advance catheter into the sma. 15:13:47 ¿ there appears to be a little tortuosity in the proximal sma. 15:23:40 - a non-deployed stent appears to be tracking toward the sma. 15:25:44 - there appears to be a non-deployed stent entering the sma. 15:30:02 - image appears to show a stent deployed in the sma. Some contrast appears to be visualized in the sma. 15:47:17 ¿ there appears to be a stent in the proximal tortuous sma. 16:19:51 ¿ (final run) there is contrast outside the implanted devices. There does not appear to be a stent placed in the celiac. There appears to be one or 2 places without apposition of the aortic components also. Ballooning image #7 - there were several screen captures of ballooning vbx stents. However, this is the only scene capture of ballooning on aortic devices. (Ballooning at the proximal tambe device.) Post-implantation cta images dated 6/09/2026 show: lateral 3d image appears to show a non-gore device in the abdominal aorta does not appear to overlap the gore device. Contrast is visualized outside the implanted devices at this level. Oblique 3d images show contrast is visualized outside the implanted devices at multiple levels. There is contrast outside a couple areas of device overlaps. There does not appear to be a stent in the celiac. Contrast is seen outside the implanted devices at this level and the level of the sma. There appears to be lack of apposition (overlap) between the proximal tambe device and the distal portion of the most distal ctag device and the distal tambe device and the non-gore device distally. Cannot see the non-gore and the gore® excluder® thoracoabdominal branch endoprosthesis overlapped on any of the imaging available for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.